Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to failures of the image sensor unit, failures of the internal circuit board of the video connector, or failures of the video system center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device return evaluation was completed . The complaint reported was not able to be reproduced. Furthermore, the following findings during inspection were noted on the device: there are curved rubber scratches caused by external factors. The curved rubber adhesive is missing. The bending angle is insufficient due to the elongation of the angle wire. Scratches are found on the operation part due to external factors. Scratches are found on the grip due to external factors. Scratches are found on the rl plate due to external factors. Scratches are found on sw1 due to external factors. Scratches are found on the operation part side oredome of the universal cord due to external factors. Scratches are observed on the video cable oredome due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the lg connector due to external factors. Scratches on the lg cover glass surface due to external factors are observed. Scratches are found on the video connector case due to external factors. There are scratches on the ud angle fixing lever (sp) due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "the image does not appear", noise , image disappears. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.